Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which was identified via a chest x-ray. As a result, a chest tube was placed for observation. The patient was still in the hospital the day the event was reported to intuitive surgical, inc. (Isi). However, the patient was possibly scheduled to be released the following day. The physician used an unspecified biopsy needle during the case. In addition, the physician believes an ion product caused or contributed to the complication. Isi has made multiple attempts to contact the physician to obtain additional information; however, no response has been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. Although the physician believes an ion product caused/contributed to the pneumothorax, there is no specific allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No video/images were provided by the customer for review. As of 12-may-2022, a system log review could be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for an unknown duration. Additionally, the cause of the pneumothorax is unknown.